Event description:
It was reported that the customer received an "altitude" alarm after exiting the plane. The alarm could not be cleared. The customer's blood glucose (bg) level was impacted; however, the customer declined to provide the exact bg value. The customer reverted to insulin injections for diabetes management. The customer also reported that the pump has 4 vent holes instead of 6.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.